Manufacturer narrative:
Please note the corrections made to the h6 (results & conclusion codes). The reported event was confirmed since images of CT scans were provided and shows radiolucency around the tibial component. Upon further investigation of the CT scans by healthcare professionals the following was observed: ¿the tibial component shows some radiolucency lateral and additional cavities at the fibular connection to the implant. There are some isolated smaller fragments at the fibula as well, they can be interpreted as some periprosthetic fracture. The pe cannot be assessed directly, but there are no clear indirect signs of loosening or breakage. The talar component shows small radiolucency anterior and around the pegs, however, that is no clear evidence of loosening. There is no migration. There is no information given, which would suggest infection of the implant.¿ based on investigation, the root cause was attributed to a patient related issue. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
There is an upcoming revision surgery for unknown reasons.

Event description:
There is an upcoming revision surgery for unknown reasons.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device remains implanted.